Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the explant procedure the right atrial (ra) lead was damaged and exhibited no capture or sensing ability. The ra lead was plugged into a port, but was programmed to a nonfunctional mode. The ra lead remains in the patient. No patient complications have been reported as a result of this event.